Event description:
During a ptca/stenting treatment procedure involving a lesion in an unspecified coronary artery, the express2 monorail balloon would not inflate to dilate the stent. No patient injuries or complications were reported.